Event description:
The tech alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake mechanism is the issue. The tech replaced the brake mechanism to resolve the issue.